Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that there were unresolved suction alarms. Additionally, the nurse reported that the patient pulled the device into aorta. The staff took a chest x-ray and the device appeared to be kinked in the aorta. It was reported that the patient survived the procedure. No additional information was provided.